Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported while trying to implant a xen45 gts, it was noted the "slide resistance irregular". Patient contact did occur in the right eye but there was no injury to the patient.

Manufacturer narrative:
Visual device evaluation: the xen device in the photo showed the device intact with the needle cap placed on the device. No obvious damage could be observed from the photo.

Event description:
Healthcare professional reported while trying to implant a xen®45 gts, it was noted the "slide resistance irregular". Patient contact did occur in the right eye but there was no injury to the patient.